Manufacturer narrative:
Results - is based upon evaluation of the actual sample; is based upon evaluation of unused portion of the actual sample. The involved device was returned to the manufacturing facility in (B)(6). Visual inspection upon receipt found that the combined sample had been deformed into an accordion-like shape on 590-595mm from the distal end of the 4fr. Glidecath. The actual guide wire was found to be stuck in the 4fr. Glidecath and unable to be removed from the 4fr. Glidecath. Both devices in the combined state were x-ray fluoroscopically inspected and revealed that, the urethane coat of the actual guide wire had been peeled and rolled back in the distal direction over the wire. The distal end of the guide wire was found to be located at 85mm from the distal end of the 4fr glidecath. The rolled-back part of the urethane coat was found to be protruding from the distal end of the 4fr glidecath and deformed into an accordion-like shape. The actual guide wire, after being removed from the 4fr glidecath, was inspected for the state of the rolled-back urethane coat and the below findings have been obtained: the proximal end of the urethane coat had been shifted from its original position to the distal extremity of the device; a bulge was noted at approx. 65mm from the distal end of the device (= the proximal end of the urethane coat); this bulge may be the original distal end of the guide wire shaft; the doubled layer of the roll-backed of the urethane coat started at approximately 170mm from the distal end of the device (= the proximal end of the urethane coat); the evidence of the urethane coat having been fixed on the shaft was found on the shaft at approx. 308mm from the distal end of the device (= the proximal end of the urethane coat): the portion of the urethane coat rolled back over the wire was found to be adhering to the urethane coat under the rolled portion so tight that it was very difficult to get it back to the original position, the outside diameter of the urethane coated segment was, therefore, unable to be determined; the urethane coat of the actual guide wire was removed intentionally to check the adhesion level of the urethane coat to the core wire, there were not any anomalies noted; magnifying inspection of the distal end of the 4fr glidecath did not find any anomaly; and the inside diameter of the 4fr glidecath was measured and found to meet the specifications. A review of the device history record and shipping inspection record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample along with confirmation by simulation testing is consistent with the actual guide wire being subjected to an external force which exceeded the strength limit of this product at the proximal end of the urethane coat and the urethane coat was peeled back over the shaft in the distal direction. The peeled urethane coat adhered to the lumen of the involved 4fr glidecath, resulting in the reported difficulty in removing the actual guide wire from the 4fr glidecath. The potential for such an event is addressed in the product labeling with statements such as the following: the warnings / precautions section of the instructions-for-use do address the potential for such an event by stating that inappropriate manipulation of the glidewire advantage under certain conditions, such as when resistance is felt, "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "if any resistance is felt, if the tips behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." And "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00156 to provide additional information regarding evaluation of the returned sample.

Event description:
The user facility reported that the guidewire unraveled during an up and over contralateral angioplasty of the leg procedure. Follow up communication with the user facility confirmed: the doctor used 260 cm glidewire advantage 4f glidecath cook ansel 6f; all the product was removed; a new access from the same site was done; the procedure was completed successfully; and the patient is reported doing "fine".

Manufacturer narrative:
The involved device has not yet been evaluated and the involved lot number is unknown. Therefore, the failure investigation was limited to the assessment of information provided by the user facility and evaluation of current product sample. Inspection and testing of a sample from the reported product code found no defects or anomalies and confirmed that product performance specifications were met. The production lot number was not provided by the user facility, which prevented review of applicable production or complaint records. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).